Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. Product ID: 64002, serial# unknown, product type: adapter. (B)(4).

Event description:
It was reported the patient experienced ¿decubitus of the system.¿ it was further reported that erosion of the device pocket had occurred in association with the issue. It was stated, a pocket revision was required as a result of the event. It was noted the patient was alive with no injury at the time of report. Additional information stated the patient¿s revision had taken place as of 22 days after initial report and that ¿the patient was doing well and receiving effective therapy.¿ it was noted that ¿there wasn¿t an infection¿ as part of the event. It was also noted the product had been discarded and would not be returned for analysis. A supplemental report will be filed if additional information is received.